Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the peel-away sheath is bunching up like an accordion during insertion. As a result, the customer is dropping a glide thru sheath onto the sterile field for every insertion. There was a delay in patient cases due to having to use another sheath. No patient deaths or complications reported.